Event description:
The left side of the headboard broke apart from the hospital bed and crank fell off. The patient was in the bed at the time the board fell. There was no harm to the patient. The hospital bed was owned by the patient.